Event description:
Customer reported issues were with sensor glucose verses blood glucose difference. Customer's blood glucose reading was 235 mg/dl. Troubleshooting was done. Nothing further was reported.

Manufacturer narrative:
Findings: reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per (B)(4). Sensor failed per spec due to high readings.